Manufacturer narrative:
Additional information was received from the customer and the following sections were updated.

Event description:
It was reported that this patient with a 27mm bioprosthetic pericardial mitral valve, implanted for six (6) years and 11 months, underwent a valve-in-valve procedure due to moderate mitral regurgitation and moderate mitral stenosis. The tmvr was performed with a 29mm edwards transcatheter heart valve. Post transcatheter placement, there were no perivalvular leakage and a 2mm mitral gradient. There were no complications noted. The patient was discharged home in stable condition pod #8.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm bioprosthetic pericardial mitral valve, implanted for six (6) years and 11 months, underwent a valve-in-valve procedure due to moderate mitral regurgitation and moderate mitral stenosis. The tmvr was performed with a 29mm edwards transcatheter heart valve. It was reported that the procedure was successful.